Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# (B)(4). A device history record (DHR) review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The top case and bottom cases, right and left plunger cases were cracked. There was a motor rate error in history. The root cause of the reported issue was found to be from normal wear, parts were over 13 years old. Actions were taken to mitigate the reported issue: replaced motor assembly, top case, bottom case, right and left plunger cases, barrel clamp rod and tapered spring and size pot (all old part and damaged). Installed cable guard, replaced light shield , power cable, worm coupling, worm gear, washers, lead screw, right and left clutches.

Event description:
It was reported that the pump had a motor rate error. No patient injury was reported.